Manufacturer narrative:
An olympus field service engineer inspected the device and confirmed the reported issue. The device has been returned to an olympus repair center, where a faulty printed circuit board was found to be the cause of no image appearing. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer contacted olympus to report a damaged flat video connector on their video system center, causing no image to appear. The damaged connector was discovered during reprocessing, and the facility had used another video system center for the procedure. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.